Event description:
A malfunction was reported involving a pump that displayed malfunction code 16. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The customer was also guided on how to put the pump into storage mode and agreed to return the defective pump using a prepaid label within 10 days.